Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level of over 600 mg/dl with ketones. A bolus was delivered via the pump in an attempt to low the bg. The contact took the customer to the emergency room (ER) and was treated with intravenous insulin. The customer's bg dropped to target level. The infusion set site was changed. Reportedly, the customer had been using humalog in the cartridge for longer than 48 hours.